Event description:
The balloon pump in question was being used on a patient that was admitted to the surgical intensive care unit at this facility. The patient ws in fair condition and being maintained on the following medical equipment:servo ventilatorav sequential pacemakerphysiological monitorseveral infusion pumpscontinuous sa02 monitordrainage pump2 medistinal chest tubes with wall suctionat 0702, the balloon pum went into alarm as a low pressure failure and the pump motor stopped. After a review of the systems by the nursing staff, the unit still could not be re-started. The physiological monitoring technician was called and after he evaluated the unit, he removed it from service and replaced it.the patient was not "balloon dependent" and her cardiac indices and vital signs were status quo before, during and after the equipment failure.the balloon pump as evaluated by the clinical engineering staff. The pump motor did in fact fail and this was attributed to the improper installation of a motor brush was repaired, calibrated, and run through a systems performance test which was uneventfuldevice not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jan-93. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, mechanical tests performed, performance tests performed. Results of evaluation: component failure, failure to service/maintain according to manufacturer recomm, motor. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device repaired and put back in service. Invalid data - on device destroyed/disposed of status.